Event description:
During operative laparoscopy, bubbling was noted on shaft 2" from scissors (not at the site of the cautery). Item removed from trocar. Break in insulation noted. Instrument passed off. New laparoscopic shears opened. Burned site on bowel (15 mm in length) over-sewn with 3-0 vicryl. Small burn spot on the round ligament. Diagnosis or reason for use: endometriosis.